Event description:
It was reported that the department had reported occasional instances of catheter balloon rupture during use. The department has been using this product for many years and reports no issues with its operation. Please investigate the root cause of the problem to avoid damaging the product¿s reputation within the department.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.